Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that a pt had a vfib episode and the monitor did not alarm. The pt died.